Manufacturer narrative:
(B)(4). Results of investigation: carefusion was unable to verify the customer¿s reported issue. The ventilator was docked onto a known good ptdc with a known good lung and a known good circuit connected. The unit powered up with no abnormalities. The service technician performed the "button test" ten times and "touch screen calibration" test ten times, the unit passed both tests ten times with no abnormalities. The unit also passed 49.4 hours of extended bench testing, passed the initial final and initial alarm volume test with no abnormalities or alarm conditions. The ventilator was then opened up to perform visual inspections and no abnormalities were found. The unit passed all testing.

Event description:
It was reported to carefusion by the customer that the panel is freezing up. There was no report of any patient involvement or patient harm associated with this complaint.